Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The lead shows no sign of noise and was capturing correctly. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance high out of range. The lead shows no sign of noise and was capturing correctly. The device remains in service. No adverse patient effects were reported. Additional information obtained, this device delivered inappropriate anti-tachycardia pacing (atp) due to an episode of sinus tachycardia. The device right atrial (ra) lead sensing was turned off due to lead issue.